Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the hematoma could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Per the instruction for use potential complications, potential complications to the region surrounding the biopsy site and include hematoma, lymphedema, hemorrhage, infection, non-healing wound, pain, nerve injury, and tissue adherence to the bd elevation probe while removing it from the breast.

Event description:
It was reported through a post-market clinical follow-up survey on vacuum assisted biopsy instruments, there were five occurrences of hematoma during breast biopsy procedure(s). The current status of the patient(s) is not provided.